Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on her back described as red blotches that resemble hives. The patient consulted her physician who provided benadryl. Follow-up indicated that the irritation got better.